Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was using a 10mm ligaclip applier and the clips were misfiring and they were falling off. Case was completed with same device because there was no need for a large amount of clips to be used. There were no patient consequences reported.